Event description:
Consumer reported needle broke off of pen needle and it is embedded about an inch and half in the upper outer thigh. Consumer went to an urgent care facility and they did an x-ray to make sure it was there and it did show up. Consumer went to an emergency room and a deep incision was made, however, they were not able to locate the needle. Consumer was on antibiotics for (10) days in case of any infection.

Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted. Unable to run complaint history check or device history review as lot number is unk. Regulatory compliance will continue to monitor on monthly trend reports.